Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci prostatectomy procedure; however, the date of the procedure was not provided. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered injured bladder and blood vessels.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion:the patient reportedly experienced surgical complications after undergoing a da vinci surgical procedure.